Manufacturer narrative:
The device will not been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The event that occurred at time of implant was previously reported to the FDA under MFR# 2031527-2017-00121. The event that occurred on (B)(6) 2018 was previously reported under MFR# 2031527-2017-00002.

Event description:
The primary procedure was performed on (B)(6) 2012, and the patient was implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension. At implant bilateral common femoral artery endarterectomies and patch angioplasties were done and there was a dissection of the right common iliac artery. On post-operative day one ((B)(6) 2012), there was wound dehiscence with skin necrosis requiring a surgical debridement. Also due to swelling of the muscle a fascial release. Computed tomography on (B)(6) 2016, indicated the fabric was compromised and device separation resulting in a type 3b endoleak with stent fully expanded and a type 3a endoleak with the main body separated from the suprarenal. On (B)(6) 2016, the devices were relined with two afx vela infrarenal aortic extensions and an afx vela suprarenal aortic extension to re-line and seal correcting the issue. The procedure went well and the patient was in stable condition. On (B)(6) 2018, the patient that has presented with abdominal pain, a contained rupture and a type 3b endoleak. On (B)(6) 2018, this was treated with implant of afx2 bifurcated stent graft. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the type iiib endoleak of the main body and the rupture was confirmed. Notably, this leak was present on the (B)(6) 2016 angiogram, but was not treated/recognized. The compromised stent graft integrity was most likely device related. Procedure related harms could not be determined. The final patient status was not reported. Based on the information provided the root cause was determined to be user-related contributing factors determined: cautionary product use condition - revising a previous stent; and, the unrecognized type iiib endoleak on the 2016 angiogram, which contributed to the rupture (user-error). The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.